Event description:
During a bankart repair, the surgeon placed the drill guide, drilled and he then inserted the bioraptor anchor but he had difficulty pounding in the anchor. He then drilled a second site when he noticed that metal shavings from the drill guide were present in the joint. He removed the shavings immediately. The surgeon went to place the second bioraptor and while pounding it in, it borke and all pieces were removed. Repair was completed with a competitors device. No patient injury or complications resulted.

Manufacturer narrative:
Bioraptor was returned for evaluation and showed the anchor is split at the inserter tip slot. The anchor was implanted using a bent guide, which may have contributed to the anchor breaking; however, this could not be confirmed.